Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 and on (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector. At the time of the incident, his blood glucose level was 565 mg/dl which they tried to treat with correction bolus and correction injections. The infusion set had been used for 3-5 hours. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.